Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 367 mg/dl at the time of incident. The customer performed troubleshooting. The customer stated that the insulin would not exit during plunger push. The customer was advised to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. The customer performed manual prime and insulin did exit. The reservoir will not be returned for analysis.